Manufacturer narrative:
The field service engineer (fse) decontaminated the system fluidics and replaced the sipper nozzle. The fse replaced other various parts of the instrument, cleaned the ise bath and performed adjustments to the sipper nozzle and ise probe. Calibration and qc were acceptable. No issues were identified during a review of the alarm trace data. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter complained of a discrepant result for 1 patient sample tested for ise indirect na+ for gen.2 on a cobas 6000 c (501) module. "Patient #(B)(6)" initial result was 176 mmol/l. The repeat result from a different module was 140 mmol/l. The initial result was reported outside of the laboratory. The na+ electrode lot number was m0517 with an expiration date of 30-jan-2022.